Manufacturer narrative:
Product event summary: the waist pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the waist pack was not provided. An image was submitted and reveals a damaged stitching on the waist pack's belt. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the seam of the belt of a patient¿s waist pack was ¿cracked¿. The site reported that the components inside the waist pack did not fall and the driveline did not become disconnected. A provided picture appears to confirm seam stitching that is coming apart. The waist pack was exchanged with no reported patient consequence. The site indicated that it will return the device to the manufacturer.